Event description:
Event description cpi received information that this bipolar endocardial lead (0010) was removed from service because of noise on stored ECG, due to a lead fracture. Another cpi (0010) was implanted.